Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "black substance¿ was observed on the effluent tubing of a prismaflex hf1000 set prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. Visual inspection of the actual sample showed black markings on the outside of the tubing located at the level of the set effluent pre-pump line near the support plate. The effluent pre-pump line is provided by a vantive internal supplier prior to set assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the markings on the tubing was determined to be related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.